Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. The customer's blood glucose was 177 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.